Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the clinic was unable to establish telemetry with the implantable cardioverter defibrillator (ICD) after multiple troubleshooting steps. A new programmer was used and then the patient was moved to another room, however they were still unable to establish telemetry. The field representative was contacted and attempted to interrogate the ICD without success, thus a revision procedure was performed where the device was explanted. A new ICD from another manufacturer was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device had no telemetry. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. The cell voltage measured 0.604 volts two hours after being disconnected from the circuit. Analysis determined that the device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in depletion of the battery.